Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2016 ECG waveform on all telemetry beds disappeared from the xhibit central station. No injury was reported as a result of this event.

Manufacturer narrative:
The issue has been traced to an internal hardware defect in the texas instrument (ti) msp430 microcontroller component used on the model 96280 telemetry receiver quad receiver card (qrc) pcba. The defect in the msp430 microcontroller affects the digital data communications on some pcbas. In order to correct this issue, a new version of the ti msp430 incorporating a hardware correction for the data communications defect was implemented. A spacelabs field corrective action, FDA number (B)(4), is removing the issue from the field. Spacelabs considers this medwatch closed.